Event description:
It was reported that device interrogation revealed that the patient received two inappropriate shocks for sinus tachycardia, (B)(6) 2007. Programming changes and adjustments to medication were made. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.